Event description:
A peritoneal dialysis patient's daughter called in to tech services to report drain complications. Per the patient's daughter the patient had just been released from the hospital for an unknown reason. A follow up call was made to the patient's peritoneal dialysis nurse, and no additional information was available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.